Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with cracked battery tube thread and cracked case battery tube noted. (B)(4).

Event description:
Customer's mother reported via phone call that customer went to swimming and insulin pump exposed to fluid. The customer¿s blood glucose level was unknown at the time of the incident. It was also stated that insulin pump had crack at battery compartment and self test was performed and it was passed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.